Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model and analysis findings are consistent with that notification. Evaluation summary analysis found fractured battery bond wires.

Event description:
Asku